Event description:
A customer in canada notified biomérieux of a false resistant meropenem result for escherichia coli in association with the vitek® 2 ast-n391 test kit (ref 423341, lot 1410956104). No repeat testing was performed. Etest® was performed as an alternative method. Vitek® 2: meropenem mic = 1 (susceptible, aes modified to resistant). Etest®: meropenem mic = 0.023 (susceptible). The initial discrepant results were not reported to the physician and there was no negative impact to patient health/treatment. Troubleshooting by global customer service (gcs) identified that the false resistant result was obtained after a therapeutic correction made by the advanced expert system¿ (aes) due to an inaccurate phenotype proposal. Aes proposed a phenotype of "carbapenemase (+ or - esbl)" after analyzing each of the drug susceptibility results and picking the phenotype of best fit. Due to the proposed phenotype of "carbapenemase (+ or - esbl)", aes made a therapeutic correction to the meropenem from susceptible to resistant since organisms exhibiting the carbapenemase phenotype will be resistant to carbapenems. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false resistant meropenem result for escherichia coli in association with the vitek® 2 ast-n391 test kit (ref 423341, lot 1410956104). Biomérieux performed analysis with the vitek® 2 systems aes (advanced expert system) demonstrator for the customer's mic values and the detected phenotype was indeed carbapenemase (+ or - esbl). The isolate's category call was changed from susceptible to resistant based on the detected phenotype (carbapenemase (+ or - esbl)). A search for all complaints against ast-n391 card, lot 1410956104, confirmed there was no indication of a trend for this card lot. The most recent quarterly complaint trend report, q2, 2019, did not identify this complaint as a systemic quality issue. Isolates were not saved for submittal investigation so the customer's vitek® 2 meropenem mic versus meropenem etest® discrepancy could not be verified. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-n391 cards, lot 1410956104, met final qc release criteria. This lot passed qc performance testing.